Manufacturer narrative:
Patient information was unavailable from the site. The instrument has not been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsies, the screw on the precision aiming device (pad) of the biopsy kit were not locking. There was no reported impact on patient outcome.